Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2011, inratio2: 5.5. Date: (B)(6) 2011, inratio2: 1.7. Patient's therapeutic range: 2.5-3.5 inr. On (B)(6) 2011, physician decreased patient's coumadin dose due to the high inratio inr result. The next day, the physician advised patient that her inr should not have decreased that quickly from the dose change. On (B)(6) 2011, patient tested on her physician's point-of-care meter and obtained a result of 2.6, which was within range.